Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was 508 mg/dl. The customer treated with a bolus. The customer stated that he had symptoms such as vomiting. The customer stated that he does not know how his reservoir ran out of insulin. The customer stated that the cannula is slightly bent and there was blood at site. The customer stated that he did not contact his health care provider regarding the high readings.